Event description:
As reported, a 5 mm extra support rx angioguard rx emboli capture guidewire system could not be smoothly pulled into the distal end of the delivery sheath during standard loading, and the umbrella body was found to have an abnormal shape after pulling the guidewire. Another device of the same model was opened and could not be loaded smoothly, and a non-cordis protection device was used to complete the procedure. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The devices were returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.